Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Additionally it was reported that the cartridge was leaking at the patient line. Customer changed the cartridge to resolve the issues. The customer's blood glucose level was 500 mg/dl.